Event description:
The account alleged that when the stretcher is pushed sideways, the brake casters ratchet while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced all brake casters and hex rods to resolve the issue.